Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in the non calcified and moderately tortuous right coronary artery. A 3.50 x 8mm promus element stent was found to be lifted on the edge of the stent when the device was unpacked. The procedure was completed with another of the same device. No complications were reported and the patient's status was good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in the non calcified and moderately tortuous right coronary artery. A 3.50 x 8mm promus element stent was found to be lifted on the edge of the stent when the device was unpacked. The procedure was completed with another of the same device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the distal edge of the stent was damaged. The distal end of the stent was lifted and the stents were raised and mis-aligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).